Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device intermittently failed to provide etco2 readings. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.